Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the no product investigation. The following sections of this report has been updated: update to b1, b2, b4, b5, b7, g3, g6, h2, h6, h10. Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 6 months, and 21 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a valve in valve (viv) was performed. The reason for valve in valve is severe stenosis and mild central regurgitation. It's noted that the patient also had moderate native mitral valve regurgitation and moderate native tricuspid valve regurgitation which need to be either repaired or replaced and the patient also has paroxysmal atrial fibrillation. So, the decision was made to do a maze procedure and a left atrial appendage closure to deal with the atrial fibrillation, and both a mitral valve and tricuspid valve repair, and the severely stenotic and mild regurgitant 23mm s3 bioprosthetic aortic valve was explanted and replaced with a 25mm inspiris resilia aortic valve.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No images were provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3, s3u IFU was reviewed. Warnings include: 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism' and 'valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation'. Potential adverse events include 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', and 'valve regurgitation'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints for stenosis and central regurgitation were confirmed based on provided medical report. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, '4 years, 6 months, and 21 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a valve in valve (viv) was performed. The reason for valve in valve is severe stenosis and mild central regurgitation. The ava was 0.97 cm2 and dimensionless index of 0.23.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast comorbidities (e.g. Hyperlipidemia, multiple sclerosis slow progression, etc.), which are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the reported event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), 4 years, 6 months, and 21 days post-implant of a 23 mm sapien 3 valve in the aortic position, the 23 mm sapien 3 valve required intervention and a valve in valve (viv) was performed. The reason for valve in valve is unknown.